Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/ heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-jan-2020: this case found to be duplicate of case (B)(4), hence this case (B)(4) should be deleted from argus central. All information was transferred to this 2017-228958 which will be retained. Reference details were added.